Manufacturer narrative:
(B)(4). Device evaluation summary: it was reported performance pull off suture needle. An empty labeled winding former, a detached needle and a dispensed suture of product code f3221, lot mbj920 were returned for analysis. During the visual inspection of a detached needle, the double stake marks was not complete in a side of the needle resulting in an incorrect swage for this product code causing a clip off since the suture was detached from the needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance - pull off suture needle is an incorrect swage resulting in a clip off.

Manufacturer narrative:
(B)(4). A manufacturing records review was performed for finished device batch mbj920-f3221 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure in (B)(6) 2019 and suture was used. Upon extraction of the shuttle, the needle pulled off. A like device was used to complete the procedure.